Event description:
It has been reported to philips that the allura that the c-arm stops when doing beam rotation. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was not in clinical use at the time of incident and the customer noticed this happened first thing on the morning with no patient involved. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm stopped when doing beam rotation. Upon functional testing fse found loose screw at motor drive of c arm & washers are loose to hold l arm propeller motor on the back of the c-arm. To resolve the issue fse tied the washers. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.